Event description:
A pt was undergoing a hemorrhoidectomy. It was reported that the pt had a 1x2cm, 3rd degree burn, on the left lateral upper thigh. The treatment of the burn required surgical debridement and primary closure. Steri-strips, a telfa dressing, and tegaderm were also applied. The burn was located under the edge of 9130f universal electrosurgical pad at the cable connection.